Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 15x3mm, de novo, concentric target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). After a 3.5 6f xb guide catheter was placed, a soft guidewire was advanced to cross the lesion. Following predilation, a 3.00x20mm promus element¿ plus drug eluting stent was advanced and deployed to treat the lesion. Post stent deployment, the physician noted a dissection on the proximal stent edge. The dissection was followed by slow flow in the target vessel. The physician reported that the dissection was due to balloon overhang of the stent balloon. The procedure was completed by implanting a 3.00x12mm promus element¿ plus stent proximal to the previously implanted 3.00x20mm promus element¿ plus stent to treat the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).